Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. Therefore, the exact cause could not be determined at this time. The manufacturing history was reviewed, with no irregularities related to this problem noted. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that unspecified germ was detected from the subject device while the culture examination was conducted by the user facility. There was no patient harm reported.